Event description:
Nurse reported, customer was hospitalized for low blood glucose. Nurse stated the customer had an MRI done yesterday and was wearing pump during the procedure. She also stated the customer had about two days worth of insulin left in pump and reservoir was empty. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.